Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient had an issue with the implantable neurostimulator (ins) being in the back and they moved it to the front. The patient stated it started being very uncomfortable, and moved the ins with the new ins replacement. The patient¿s current ins was in the front. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.